Event description:
It was reported by the customer that a pyxis medstation es system had a matrix drawer with broken black bar. The customer reported that the malfunction occurred when tried to issue medication to patient and their need to seek the required medications from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the matrix drawer had a broken black bar. A field service engineer replaced black bar to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issue that was found by the field service technician while on site.